Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite parallel walled implant (oss311) was returned for investigation. Visual inspection of the as returned product identified that the implant was severely fractured and there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed because the product was fractured. Pre-existing condition noted on the per was moderate bone density type ii. The reported device was located on an unknown tooth location and had been implanted for approximately 10 years. Pictures or x-ray images were not provided. No other information was provided. DHR review for the lot (829922) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (829922) for similar events and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did occur and the reported implant event was confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4).

Event description:
It was reported an implant (oss311) fracture. All the fractured pieces were removed.